Event description:
Physician trialing catheter. Bilateral lumbar 4 and lumbar 5 vertebra transforaminal epidural injections were completed utilizing anterior posterior and lateral fluoroscopy. The test product was used for 2 of 4 levels. Upon completion of the procedure, the test devices were examined and one tip was noted to be absent. Repeat fluoroscopy indicated the catheter tip was located in the right l4 level; both anterior posterior and lateral views showed the tip in the subcutaneous tissues. The manufacturer representative took the devices for analysis.